Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the ax55b was fired by a resident and instructed how to use by a tenured scrub tech. When cut and released, there was no staple line, just a few formed staples in abdomen. The case was extended approx one hr to hand suture.